Manufacturer narrative:
The distributor reported that their customer purchased a new battery pack and when they received and inserted it into their AED, the unit could not be turned on. On may 29th,the distributor received customer's battery pack and tested with their aeds and the result as follows: the battery was tried in two different aeds, running different versions of software. The AED with the latest software powered up and functioned as designed, while a demo unit with a previous version of software did not power up. The distributor was advised to remove the battery from service and return it to the manufacturer for further analysis. No additional information is available at this time to further investigate this event. The IFU states: the IFU states: improper maintenance can cause the ddu series aeds not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The distributor reported that their customer purchased a new battery pack and when they received and inserted into the unit, they found that the unit could not be turned on. The reported event did not occur during patient use.